Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue the fse replaced the compressor assy and then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that upon power up the cardiosave intra-aortic balloon pump (iabp) displayed a code#14 along with a loud alarm. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue the fse replaced the compressor assy and then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that upon power up the cardiosave intra-aortic balloon pump (iabp) displayed a code#14 along with a loud alarm. There was no patient involvement, and no adverse event reported.